Event description:
Blood glucose level increased to 500 mg/dl (blood glucose increased). Case description: a medical doctor reported that a pt developed high blood glucose levels while using two different novopen 3. In 2002 the pt was issued two new novopen 3. At this time, pt's blood glucose level was rather high. Three weeks later, the pt found that the piston rod washer of the novopen 3 had fallen off so they used a different pen for injecting, changing the cartridge. The next day, the pt found that the washer had also fallen off on the other pen. Reportedly the pens were able to deliver insulin. The pt took no insulin for two days. Two days later, the pt went to the hospital where pt was treated for hyperglycemia with 5 iu of humulin r on an out-patient basis. Pt blood glucose level at that time was found to be 560 mg/dl. The pt recovered and was issued with two new novopens. No blood glucose values from after the episode are available. The pt had episodes of hyperglycemia prior to this. Pt was on a diet of 1400 kcal/day, and there had been no recent changes in diet or exercise. Due to follow-up info this case has been re-classified from non-serious to serious in 2002. Device returned for analysis.